Event description:
Technical services received a call on (B)(6) 2011. Caller stated that they're at implant and seeing greater than 2000 ohms on the pacing lead impedance on this rv lead. Technical services suggested, since pocket is open. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).